Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no abnormalities. Visual inspection of the internal components revealed foreign object debris (dust) on the exhaust fan and fan cover. The exhaust fan functioned appropriately during investigation testing; therefore, the foreign object debris was not related to the reported fault alarm. The foreign object debris was removed during servicing of the driver. Review of the alarm history (eeprom) revealed one fault alarm that likely occurred during driver exchange. Only permanent fault alarms are recorded in the alarm history. Intermittent and recoverable alarms, such as battery alarms, temperature alarms or fault alarms that are resolved within their corresponding recovery duration, are not recorded in the alarm history. The freedom driver was tested and passed all test requirements with no anomalies or unintended alarms. Thereafter, the driver was tested for an additional 97 hours at normotensive patient simulator settings and performed as intended. The reported fault alarm was not reproduced, and there was no evidence of a device malfunction. The root cause of the reported fault alarm could not be determined. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated in thi investigation. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.